Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report submitted by csi rep on behalf of account - product "did not seal x2 attempts". Forceps used to complete procedure. Mityone mushroom cup 10067 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: initiated manufacturer's investigation. No sample returned. Distribution history: the complaint product was manufactured at csi on 12-15-19 under work order (B)(4). Manufacturing record review: DHR-10067 - 271728 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was not returned to csi. Visual evaluation: an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation : an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause : root cause not applicable as the complaint condition was not confirmed. Corrective actions: complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. Coopersurgical will continue to trend this complaint condition. No further corrective actions necessary. No further training is required since the complaint was not confirmed.

Event description:
Reported: "product "did not seal x2 attempts". Forceps used to complete procedure". 1216677-2020-00201-1 10067 mityone mushroom cup (B)(4).